Event description:
It was reported that the xenon light source displayed error code b30 (scope communication error). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the xenon light source displayed error code b30 (scope communication error). Troubleshooting efforts were made and the customer was instructed to follow the quick reference guide on the b30 (scope communication error). It was advised to power off both the cv-190 and the clv-190, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. Additionally, the customer was also instructed to always disconnect or connect the scope when light source is powered off. If the b30 error code (scope communication error) or e216 error code (scope communication error) comes up. Both the cv-190 and the clv-190 must be powered off. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause as the device was not returned. Olympus will continue to monitor field performance for this device.